Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope was insufficiently reprocessed. During reprocessing, the endoscope reprocessor only dispensed detergent for five seconds, which was lower than normal 30 seconds. There were no reports of patient harm.